Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received an unspecified high scanned value while wearing the adc device compared to the built-in meter. On (B)(6) 2022, the customer obtained unspecified high glucose scan 9am,1:30pm, 2:30pm, 3pm, 3:40am , and 11:30pm. The customer experienced "jerking hands," eyes unable to focus, unable to have a conversation, and had a seizure and lost consciousness. The customer regained consciousness and self-treated with a sugary drink provided by their spouse. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scans of 316 mg/dl, 296 mg/dl, 299 mg/dl, and 292 mg/dl as compared to built-in meter glucose results of 106 mg/dl, 78 mg/dl, 62 mg/dl, and 73 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Event description:
A complaint was received an unspecified high scanned value while wearing the adc device compared to the built-in meter. On 13mar2022, the customer obtained unspecified high glucose scan 9am,1:30pm, 2:30pm, 3pm, 3:40am , and 11:30pm. The customer experienced "jerking hands," eyes unable to focus, unable to have a conversation, and had a seizure and lost consciousness. The customer regained consciousness and self-treated with a sugary drink provided by their spouse. No further information was provided. There was no report of death or permanent injury associated with this event. Sensor scans of 316 mg/dl, 296 mg/dl, 299 mg/dl, and 292 mg/dl as compared to built-in meter glucose results of 106 mg/dl, 78 mg/dl, 62 mg/dl, and 73 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.